Manufacturer narrative:
Additional information received as follows: the device was in contact with patient and the blue plastic part of the hook cev229a melted and made filaments in the patient's stomach. The surgeon had to remove them manually. The event led to increased surgery time of 30 minutes; however no patient injury occurred. The hook cev2295a was not returned for evaluation because it was not kept by the customer; therefore, an evaluation of the device could not be performed. However, lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, it is surmised that this issue may be due to the use of device with damaged coating, the use of too important voltage or a prolonged activation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgical procedure, the hook cev2295a melted and the plastic part came off. It is unknown if the device failure led to delay or increase in time of surgery; however, no patient harm was reported.